Event description:
Per the clinic, the patient experienced headaches, dizziness, facial numbness, atypical facial pain and no benefit with the device use. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.